Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5 was not detected as closed. A field service engineer (fse) removed the back panel and observed that the latch sensor light on the controller board was off. Upon inspecting the latch component, it was found that the magnet was missing from the inseparable. The inseparable was replaced, and the device was rebooted. After rebooting, the latch sensor light on the controller board lit up. The customer successfully recovered the failed full-height drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.